Event description:
It was reported that all audio alarms were lost on the patient information center ix, although there were visible alarms. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse instructed the customer to perform a reboot of the patient information center ix host. Based on the information available and the testing conducted, the exact cause of the reported problem is unknown. The reported problem was confirmed. A reboot of the patient information center ix host was performed. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.